Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg site. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that patient was experiencing pain at the ipg site, and as a result a possible infection. The patient was put on antibiotics. The patient is getting current relief with their system, but surgical intervention may take place at a future date to address the issue.